Event description:
The physician was accessing the patient's right femoral artery. He placed the sheath over the wire and there was no hemostasis valve present in the prepackaged 6 french by 12 cm st. Jude medical ultimum hemostasis introducer. The defective sheath was removed over the wire and another sheath was placed for hemostasis.